Event description:
The customer received a blood glucose reading of 164mg/dl on the contour next link meter but was experiencing symptoms of high ketones. She went to the emergency room and was retested. Her glucose reading was 400mg/dl. She received insulin and was feeling better. The test strips had been stored outside of their original container. The customer is expected to return the test strips for evaluation. Replacement meter and strips were sent.